Event description:
It was reported that a percuflex urinay diversion stent was used in a cystectomy in the ureter. During the procedure, it was noticed that the stent was too firm and pointed which caused for the ureter to be perforated. A repair for the perforation was performed surgically leading to longer procedure. There were no other patient complications reported and the patient condition after the procedure was reported to be stable.

Manufacturer narrative:
Block a2: exact patient age unknown, but reported to be around 40 years old. Block h6: patient code e2114 captures the reportable event of ureteral perforation. Impact code f23 captures the reported event of surgical repair for perforation.